Event description:
Reportedly, seven days after surgery, the pt had a worsening cardiopulmonary picture consistent with sepsis. CT scan showed free air. The pt was brought back to or with the presumptive diagnosis of anastomotic leakage. The pt underwent an exploratory laparotomy. The findings during surgery included the stapled end of the proximal left colon, that had been laid side to side next to the distal sigmoid, had been disrupted. The actual anastomosis was intact. Upon further inspection, it was clear the actual closing of the left colon with the gia was widely disrupted with only a few staples intact. A hartmann procedure with resection of the anastomosis was performed. Procedure: sigmoid resection.